Event description:
Reported issue was rapid depletion of pump battery. There was no adverse impact to the customer¿s blood glucose level. Customer completed a pump software update, resolving the issue, and was advised by technical support to uninstall and reinstall the mobile app, with instructions to follow up if battery depletion exceeded 35% per day.